Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill estimate notification was received after 300 units of insulin was loaded into the cartridge. The pump could not be charged with the usb charging cable. Another cable was used to charge the pump. Reportedly, the customer had manual injections to use for insulin therapy.